Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the rep that a small piece of plastic came off the trocar. No other info is available. There was no consequence to the pt.